Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that few non-sustained rv oversensing episodes due to post-paced t-wave oversensing was observed when the patient presented remotely through merlin.net transmission. Device will be reprogrammed during patient's next clinic follow-up in a year. Patient was stable.